Event description:
A 15 - mm unruptured basilar tip aneurysm was treated in 03 with 2 target gdc platinum coils, 8 target matrix coils and 15 micro vention hes coils. No procedural complications noted. Pt presented post-procedure with symptoms of meningitis and hydro cephalus. Csf analysis was negative. Pt treated with steroids and shunt. Symptoms totally resolved with no further interventin required.